Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event.

Event description:
It was reported by the philips authorized repair facility that during bench testing the device produced no sound. Functional testing indicated that the speaker was defective. The device was not in use on a patient at the time of the event